Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Age: not provided. Gender: not provided. Weight: not provided. Test strip lot #: not provided.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan to report an issue with the one touch ultralink meter battery contacts. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2012, the patient noted an issue with the battery contacts on the reported meter and he was unable to securely install the battery; the patient was unable to obtain a blood glucose reading. The patient took no actions due to the meter issue. Four hours afterwards, the patient allegedly felt his blood glucose levels were elevated. The patient did not seek any medical attention or treatment. Troubleshooting revealed this was not a new, out-of-the-box, meter. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptom was not indicative of severe injury and he did not seek medical attention or treatment. However, as the meter battery issue was not resolved, this complaint is being reported.